Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user¿s report of no image, which was attributed to a bad connector. There is a discharge lamp that has over 400 hours of lighting. The investigation is ongoing, and if new information becomes available later, this report will be supplemented accordingly.

Event description:
The customer reported that when the device was turned on, there was no image displayed. The endoscope connector failed, and the scope could not be recognized. The reported incident reportedly occurred during the daily check of the device. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the scope detection not working could not be identified, nor could the phenomenon be confirmed. A definitive root cause of the bad/faulty output connector could not be identified. Olympus will continue to monitor field performance for this device.